Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown app issue occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of an unknown app issue is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.